Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a failed non-medtronic surgical valve, the guidewire was pulled back to center the delivery catheter system (dcs). Upon withdrawal, the nosecone was not away from the frame and dislodged the valve away from the surgical valve and into the ascending aorta. Severe paravalvular leak (pvl) was noted. The valve was snared up below the carotid artery and a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this and the associated product met all manufacturing specifications for product released for distribution. Dislodge events are typically not related to a device malfunction. In this case, it appears that the dcs nose cone pulled the valve as it was being withdrawn from the patient. However, it is unknown based on the information provided if the user followed the instructions for use (IFU) to ensure that the catheter tip was coaxial with the inflow portion of the bioprosthesis prior to withdrawing the dcs. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely was due to the dislodgement of the valve, ending up in a suboptimal position. However, we are unable to conclusively determine the cause for this report. The evolutr IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." This event does not allege a device malfunction occurred. If information is provided in the future, a supplemental report will be issued.